Event description:
Event description cpi received information that this endotak c lead was removed from service due to a lead fracture. The patient had received inappropriate shocks, with high dfts. The implantable cardioverter defibrillator was electively removed at this time, the physicians opted for new system using the newly available mini he due to the patient's high dfts.